Manufacturer narrative:
(B)(4). Field service specialist visited the account and customers' lcs laser would halt capture after defragmentation process. Vacuum regulator was re-calibrated and measurements were confirmed. System was tested and meets abbott specifications. There were no signs of balanced salt solution (bss) in vacuum lines. Patient was treated and procedure completed. Loi''s in question were excluded for evaluation and testing. Patient vacuum was observed to fluctuate randomly within 10mmhg but hold continuous during vacuum testing with no loss. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported that suction loss (vacuum error) occurred while laser firing at the end of fragmentation. There was no known adverse event or negative outcome for the patient. No corneal scoring reported.

Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is year march/2015 and not 11/30/2015 as provided in the initial report. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling review was performed and no action is required. All pertinent information available to abbott medical optics has been submitted.